Event description:
It was reported that capture anomaly was observed. The atrial lead impedance was intermittently low. Atrial lead damage was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of capture anomaly was not confirmed in the laboratory. The device was tested on the bench. The device was found to be normal. The issue was suspected to be due to a lead anomaly.